Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead had experienced a fall. During device check it was noted that this lead was not operating as expected, however specific details were not available. The device was reprogrammed to vvi pacing. Additional information was received indicating that the patient had a history of falls, there were no allegations against lead functionality related to the falls. It was also reported that the patient had expired due medical issues unrelated to the implanted system. There were no patient symptoms or adverse patient effects reported related to this lead.